Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a fall about 3 months ago and has been in physical therapy. It was reported that the patient has been complaining of back pain over the past couple of weeks. The caller tried to increase the stimulation and reached the upper limit. It was noted that the patient did not have access to other groups or programs. The patient planned to follow up with their healthcare provider (hcp) for reprogramming. No further complications are anticipated.